Manufacturer narrative:
Consumer is (B)(6) years old and had difficulty obtaining all the relevant blood glucose tests from the meter memory. It is unknown if the time and date in the meter is correct. Last recorded result in meter history: was dated: (B)(6) 2015 at 1:30pm result of 138 mg//dl. According to the consumer, he "refused to be transported to the hospital. He ate some food after the emts left and felt better." Test strip lot # 1020214149 expiration date: 05/31/2016 control solution lot # 1030214093 csr 82-127 mg/dl per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial. Meter and test strips will be returned for evaluation. Not returned to manufacturer.

Event description:
Consumer called in reporting a incident where he passed out and the emts were called. According to the consumer, he stated, "he passed out in the early afternoon yesterday and the visiting nurse found him unresponsive on the floor. She called the emts and they came and gave him a glucose shot and he came to." Bg result pulled directly from the meter memory last recorded result in meter history: (B)(6) 2015 @1:30 pm blood glucose result of 138 mg/dl. The consumer was uncertain as to when this test was actually taken.

Manufacturer narrative:
The customer's complaint is confirmed. Failure analysis of the returned device revealed that the nova max plus glucose monitoring device performed within specification. Visual as well as chemical evaluation (by testing with control solution) of the returned glucose test strips revealed the strips to be compromised. The root cause could not be conclusively identified. A potential contributory root cause may be related to exposure of the test strips to extremes in temperature contrary to the storage and handling as indicated in label copy (IFU/package insert) this is further supported by the results of the retain strip testing which indicates the performance of the retain strips are within product specification. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.